Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified antibiotic. After an unspecified length of time in use, the tubing separated from the leg of the distal clave y-site. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).